Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone and reported that the subject device presented error e103 - ignition error. She was guided to press the ECG key on the cv-190 keyboard and the error codes no longer displayed. Then the tower components, were powered off by her after which she removed the exam lamp assembly and reinserted it. When the components were powered on, the error code did not display, and the spare lamp indicator was not lit. It was recommended that the cv and clv be monitored closely for reliability before being used clinically, gave troubleshooting suggestions that included swapping with known reliable exam lamp assembly components from another clv-190. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device presented ignition error e103. The event occurred during set up / inspection for use, before patient in room. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g3, g6, h2, h4, h6, h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.